Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). This report was filed by the manufacturer. Product was evaluated and the reported leak above the pumping segment was confirmed. Dimensional analysis of the tubing at the engagement was performed and found to be within specification. Visual inspection of the tubing at the engagement displayed areas that contained solvent and areas that did not contain solvent. The root cause to the leak was identified as a manufacturing issue due to insufficient solvent application at the engagement. Based upon the laser number on the smartsite valve, the lot number was identified.

Event description:
Customer reported the IV set leaked while infusing chemo agent, cytarabine. It leaked just above the pump tubing section area. No pt or staff harm reported. Although requested, no additional pt or event information provided by the user.